Event description:
It was reported that an intraocular lens (iol) was explanted from a patient's right eye in a secondary surgical procedure due to glare, starbursts, and halos. The explanted lens was replaced with another johnson and johnson lens, model za9003 of 17.0 diopter during the same procedure. Although, it was noted that the outcome did not significantly interfere with patient's activities of daily life; however, the patient outcome, status was indicated as unknown. It was indicated that the device will not be returned as it was discarded. No further information was provided.

Manufacturer narrative:
Weight and ethnicity: unknown, information not provided. The device is not returning for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, the account did not have the information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.